Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device battery was swollen. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.